Event description:
It was reported the patient's blood glucose levels rose to 358mg/dl while wearing the pod between 24 and 36 hours on the arm. Investigation found damage to the cannula. The complaint was originally coded for glucose levels are high.

Manufacturer narrative:
Inspection of the device found fluid evidence on several internal components including the piezo, mechanism rail, slide insert, hard cannula, and chassis. The batteries were measured to have sufficient voltage. The download data does not contain any timeouts, drive stalls, or hazard alarms. Inspection of the fluid path components found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device and internal corrosion. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone17.3, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to h2 and h3: device evaluation and yes selected.